Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported against right device "incompetent valve". Lab analysis reported "total delamination of valve as cohesive failure".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified total delamination of valve, wear abrasion and one opening striated. Based on the device analysis the final assessment is: total delamination of valve assessed as cohesive failure. One opening striated in the side anterior assessed as surgical damage.